Manufacturer narrative:
Unit received with constant rf pic failed self test alarm, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test due to rf pic failed self test alarm. Unit had minor scratched lcd window, cracked reservoir tube lip, stained serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed pump error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.